Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at a y site. This occurred during the administration of doxycycline 100mg intravenous piggyback (ivpb) through a peripheral IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing with no issues noted. Priming was performed on the set with a bag of sterile waster and no issue was observed. Additional review was performed on the three y-site clearlink components on the set; a malformation in the gland of the second y-site was found which could result in a leak. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.